Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer was able to successfully clear the alarm and able to complete pump rewind. Customer had a new battery to test the pump and again received power loss alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specification range. Device was monitored and no unexpected power loss or replace battery now alarm noted during testing. (B)(4).